Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate atp and hv therapy during af with rvr. It was noted that undersensing and intermittent noise were noted in the atrium as well. Programming changes were made. Lead remains implanted.

Manufacturer narrative:
A partial lead with the connector pin measuring 17.0 cm was returned for analysis. External insulation abrasion was noted at 11.6-12.0 cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise and sensing anomaly.

Event description:
New information received notes that the atrial lead was explanted and returned. No further information available at this time.